Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm alerted for low and displayed 68 mg/dl. A bg was performed; however, before a result was obtained, the patient lost consciousness and fell onto the floor. The patient regained consciousness spontaneously and noted the bg value on her glucometer was 42 mg/dl. The patient sustained injuries to her left chest and forehead. Approximately ten days later because the patient continued to experience rib and forehead pain, she was evaluated at an urgent care center where an x-ray confirmed two fractured ribs on the left side and a forehead contusion (lump). The patient was prescribed an unspecified oral pain medication; no other medical intervention occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.